Event description:
It was reported by an unknown physician in turkey, that high, out of range hv lead impedance was observed. Programming changes were made, but the impedance anomaly remained. A connection issue was suspected. No further information is available.

Manufacturer narrative:
(B)(6).